Manufacturer narrative:
(B)(4). The customer reported a service device error message during opcheck with as ECG/fe failure inop message. It was later determined to be a pandora pads error message. This occurred during testing and therefore there was no patient involvement. The device was sent to the philips bench for evaluation. The reported symptom was confirmed. Errors were found in the device logs indicating a pandora pads error. The power pca was replaced to resolve this reported symptom. The device passed all testing and was returned to the customer site.

Event description:
The customer reported a service device error message during opcheck with as ECG/fe failure inop message. It was later determined to be a pandora pads error message. This occurred during testing and therefore there was no patient involvement.